Event description:
It was reported that after the implant of an intraocular lens (iol) in the left eye, the patient experienced symptoms of halos which make it difficult to drive at night and affects daily activity. It was stated that the symptoms have been present since both lenses were implanted. Symptoms of halos have been seen in both the optics. In addition, antibiotic therapy was prescribed for blepharitis. After a follow-up visit with the doctor on (B)(6) 2014, it was reported that his symptoms of halos were progressively worsening and the symptoms were "unbearable". Patient noted to have extreme difficulty with night driving. In addition, it was reported that the patient was prescribed eye drops for dry eyes and spectacles, but the patient did not feel any change in his symptoms. The lens remains implanted at the time of the report. No further information has been provided. A medical device report is being filed for each eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Catalog #: zmb00u0185. Dry eye. Additional information: a review of the manufacturing records was performed. The results indicated that the documentation showed that the production order was manufactured according to specifications. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Current patient diagnosis is patient seeing halos at night; his vision is ok during the day. The lenses remain implanted. Patient will be seen by the doctor for his yearly visit. No further information was provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.